Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16886; 2938836-2019-16889. It was reported that the patient was not compliant with post-implant wound care and the wound never healed completely. It eventually started draining and the physician removed the whole system without issue. The physician did not believe the device or leads were related to the infection. The patient was stable.